Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Review of the history log confirms the reported system error 322. The evaluation has led to the determination that the upper and lower auxiliary assemblies were the failing. The upper and lower auxiliary assemblies will be replaced.

Event description:
It was reported that a pump has a system error 322. It was also reported there was no pt injury.